Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had low blood glucose levels of 30 mg/dl. The customer reported that the insulin pump did not alert her regarding the low blood glucose levels. The customer also reported multiple weak signals and lost sensor alerts from the insulin pump prior to the event. The customer reported not wearing the insulin pump because she was wearing another insulin pump from another company. No additional information was provided.